Event description:
Report received from an international affiliate of a tubing separation. Reportedly, the home care patient was receiving an infusion of ancef 2 gms in 250ml normal saline, to be delivered in 3 separate doses, at a rate of 86ml over 30 minutes via the patient's PICC line. After an unspecified length of time, the patient noted that the tubing set had separated "where the tubing enters the filter". Reportedly, there was an unspecified delay in therapy while the patient changed the tubing set. The infusion was restarted, and the antibiotic therapy resumed. There were no reported adverse patient effects and no medical interventions were required.